Event description:
It was reported that the customer is experiencing unspecified issues with an artificial urinary sphincter(aus) balloon. No other information was provided.

Manufacturer narrative:
Combination product? - corrected.

Event description:
It was reported that the customer is experiencing unspecified issues with an artificial urinary sphincter(aus) balloon. No other information was provided.